Event description:
It was reported that as the surgeon inserted a cq2015a three piece collamer lens and he noticed the haptic was tearing. The lens was removed without any pt injury.

Manufacturer narrative:
Evaluation: results - visual inspection of the returned product showed that. Conclusion - a multifunctional team investigated complaints regarding lens tears associated with the cq cartridge: the resultant corrective actions included improvements in manufacturing, release testing, and evaluation of test results. Additionally, the injector/cartridge directions for use (dfu) have been modified to add further clarifications to instruct the users in the propper delivery techniques that are effective, and minimize the potential for damaging the lens.